Event description:
Customer reported device = 729 mg/dl and result was confirmed in the memory. Customer stated various results were not recorded in the memory either. No treatment. No controls. A request was made for return product and replacement product was sent.